Event description:
The patient received an appropriate shock during ventricular tachycardia (vt). The arrhythmia was converted to a slower rhythm. According to the patient¿s spouse the patient was driving at the time of the treatment. Patient was unconscious and involved in a head on collision. Patient was taken to the hospital following the collision. Patient is intubated and no longer wearing the lifevest. It is unclear if treatment was provided prior to, during, or after the accident.

Manufacturer narrative:
As the device acted as designed there is no indication of a device malfunction. The monitor and electrode belt have been returned to the distributor for evaluation. The evaluations have not been completed.